Event description:
It was reported to the manufacturer that the vns patient's generator was eroding through the skin and that the generator was visible. Medication was prescribed to the patient for possible infection at the generator site. There was no known patient manipulation or trauma to the device site that may have contributed to the reported event. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.